Event description:
Rptr complains of rashes, scaly skin on face, dry mouth and vagina, joint swelling and tenderness, enlarged lymph nodes, muscle ache, pain and weakness, loss of memory, reflex, and balance, photosensitivity, sleep disturbance, easy bruising, trouble swallowing, bladder and colon problems, chronic fatigue, night sweats, nose and mouth ulcers, low grade fever, eye problems, and tingling in legs, arms, hips, hands and feet.